Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, it was reported that the up arrow, down arrow, and ok keypad buttons were unresponsive. The reporter indicated this issue occurred after the pump was worn while swimming. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/05/2013 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the down arrow keypad button was intermittently responsive. There was evidence of keypad contamination found under the contrast button key contact. The pump¿s internal components were found to have evidence of moisture throughout, including the keypad flex connector. The display screen and audible tones were not functioning properly due to moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.